Event description:
According to the reporter: 12mm tip trocar, otherwise known as the balloon port tip, broke off into pt. We were doing a laparoscopic left adrenalectomy. We had to open the pt to remove the tip left in cavity.

Manufacturer narrative:
(B)(4).